Manufacturer narrative:
(B)(4).

Event description:
It was initially reported that the patient experienced a change in therapy effect and had symptoms of weakness, headache, and felt the catheter in their back (usually did not feel this). The symptoms began a "couple" days prior to (B)(6) 2011. The patient fell the morning of (B)(6) 2011 and again fell the morning of (B)(6) 2011. The patient thought something was wrong with the pump. There were no pump alarms. The next pump refill was to occur in (B)(6) 2011. It was later reported that the catheter had migrated and was out of intrathecal space. The pump was removed and the catheter was revised. Patient experienced spasms. The pump contained compounded baclofen. Patient was not hospitalized and recovered without sequelae.